Event description:
An operator was preparing the model 3100a for pt use. After pt circuit calibration, the operator found the 3100a would stop oscillating immediately after it would start. The pt, however, was not compromised.